Manufacturer narrative:
The problem was first addressed in release notes for tcs 3.1 as a known issue and thought to have been resolved in tcs 3.1.1. Under specific circumstances the problem, ie unregistered treatment fractions, can still occur when a non-standard workflow is followed. Nucletron issued a bulletin to users informing them of the problem and work around.

Event description:
With the latest version of tcs 3.1.1.4 fraction 1 was not recognized as having been completed when fraction 2 was started. The hospital treated fraction 1 and printed treatment report showing that treatment had been performed. The next day they went to treat fraction 2. When they went to execute treatment, an error message came on the screen. The error message mentioned something about the date being wrong. They closed the study and reloaded the plan. When the study was reopened they noticed that there was no record of fraction 1 being treated. At the time when the physicist discussed this with the reporter, he mentioned that when they were shutting down the tcs after completing fraction 1 an rt was disconnecting the afterloader from the system interconnection box.